Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 690mg/dl. The caller stated that she kept treating her high glucose, and it did not come down at all. The customer fell sick and decided to go to the hospital. Troubleshooting was performed. The customer did not change the infusion set or took a manual inject during the event, but she kept treating with the insulin pump. Instructed the customer to change the infusion set, and the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.